Manufacturer narrative:
.

Event description:
The manufacturer representative reported the pt developed a postoperative infection, and had their stimulation system explanted less than 1 month after implant. Additional info has been requested from the hcp but was unavailable on the date of this report.